Manufacturer narrative:
- The complaint allegation was confirmed. - one unpackaged ar-8741-40, serial/batch number (B)(6) was received for investigation. - visual evaluation found that the device¿s hex geometry had broken off. Discoloration spots were noted on the shaft of the device. - functional testing cannot be performed as the device arrived broken for evaluation. - the reported condition is most likely caused by user error overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/22/2024, a sales representative reported via sems-06718687 that an ar-8737-37 driver shaft, 1.5 mm hexalobe, cannulated, and (qty. (B)(4) of an ar-8741-40 driver, t10 hexalobe, beveled ft broke during a case. There were no adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information was received on 11/27/2024: this was discovered during an elective hardware removal procedure on (B)(6) 2024. The devices broke while in the patient during an open incision. All fragments were retrieved from the patient. There was a case delay of 10-20 minutes. The case was completed using an non-arthrex product.